Event description:
It was reported that the helix of the right ventricular (rv) leadless pacemaker (lp) became stretched during the implant procedure prior to fixation. The rv lp was removed and replaced to resolve this event. The patient was stable.